Event description:
Waffle cushion deflated while patient was using cushion in chair. The chair cushion is utilized for pressure reduction for skin care. If this product is deflated, it increases the risk for hospital acquired pressure injuries. Thus, it has potential for skin integrity impairment. Manufacturer response for pressure reduction device, static air seat cushion (per site reporter). Equipment failure reported via email to manufacturer's u.s. Product complaints team lead. Equipment to be returned to manufacturer.